Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump resulting in the pump shutting down. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.